Event description:
Related manufacturer report number: 2017865-2023-00899. It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the atrial and right ventricular (rv) leads were not capturing their respective chambers. X-ray was performed and revealed the atrial and rv leads were dislodged due to twiddler's syndrome. On (B)(6) 2022, the physician elected to reposition the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
Correction: b5 - updated the description of event to include failure to capture instead of inappropriate capture correction: h6 - updated coding to report failure to capture code rather than capturing problem.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the atrial and right ventricular (rv) leads were failing to capture. X-ray was performed and revealed the atrial and rv leads were dislodged due to twiddler's syndrome. On (B)(6) 2022, the physician elected to reposition the atrial and rv leads. The patient condition was stable.